Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed only clenz leaked from cut I-beam tubing at pinch valve (pv37). The fse replaced the worn tubing, cleaned and air dried the connectors on the peltier module and completed system verification. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 mls of blue liquid leaked from the coulter lh 500 hematology analyzer onto the counter while performing patient samples. The customer could not locate any loose tubing. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.